Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on 03/02/2016 to report a transmitter failed error that occurred on 03/02/2016. No injury or medical intervention was reported.